Event description:
It was reported while using the brk transseptal needle during the procedure, the stopcock detached from the needle. When the physician attempted to inject contrast into the stopcock portion of the needle, the stopcock valve detached from the needle causing fluid and contrast to leak out the side. The needle was exchanged and there was no consequence to the pt.

Manufacturer narrative:
(B)(4). We are in the process of evaluating the device. Upon completion of the eval of the device a f/u med watch report will be sent.